Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan alleging that his onetouch ultramini meter was reading inaccurately compared to another device. The medical surveillance specialist (mss) was unable to reach the patient by phone for additional information. This complaint was classified based on information obtained from recorded conversation between the patient and the customer care advocate (cca). The patient reported that the subject meter would either read lower or higher when compared to results obtained with his endocrinologist's meter. The patient informed the cca that every 3 months he sees his endocrinologist. The patient stated that beginning 4 or 5 months prior, he began to notice a large discrepancy between the blood glucose readings obtained with the subject meter compared to his doctor's meter. The patient stated the subject meter would either read higher or lower than the doctor's meter. The patient claimed that during one visit he obtained a result of either "135 or 140 mg/dl" with the subject meter and within 15 minutes he was tested on his doctor's meter and obtained a result of "180 mg/dl." The patient confirmed there was no intervention between the two tests. Based on statistical methodology, the calculated difference of these glucose results does not exceed the expected value of <= 30%. The patient informed the cca that he tests his blood glucose several times a day and manages his diabetes with insulin (self adjuster). The patient reported that he adjusts his insulin based on his meter readings and carbohydrate intake. The patient claimed that on some occasions (dates not provided) his sugar had dropped. The patient stated he felt sweaty when his blood sugar was low. The patient did not recall when he last felt symptomatic. It is not known what treatment, if any, the patient received for the low glucose. The patient denied seeking assistance from an hcp. At the time of troubleshooting, the patient confirmed the subject meter was set to the correct unit of measure setting and that the test strips he was using were in good condition and within their expiration date. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after obtaining alleged inaccurate readings with the subject meter.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.